Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 349169 -not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, menses irregular, gravida ii, parity 2 (one being c section), pelvic pain and menorrhagia. Previously administered products included for birth control: mirena in 2009 and ortho tri-cyclen from 2007 to 2008; for an unreported indication: amoxicillin. Past adverse reactions to the above products included drug ineffective with mirena; and urticaria with amoxicillin. Concurrent conditions included post coital bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pain: pelvic/ pain chronic") and back pain ("pain: lower back"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, back pain, abdominal pain lower and genital haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, back pain, device breakage, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: dates of essure insertion: (B)(6) 2012, (B)(6) 2011 (as per ppf) insertion detail: on (B)(6) 2012, the device was in good position with 2 trailing coils on the left side. Multiple attempts were made to revisualize the right fallopian tube and were unable to do this. (B)(6) 2012, the right fallopian tube opening was visualized and essure device was easily passed into the tubal opening and the device deployed. After deployment, the essure inserting device was removed and the area was inspected. It was noted that the device was embedded a little deeper in the fallopian tube and no coils were visualized. On (B)(6) 2018, surgical pathology report: no pathologic change. The plaintiff received treatment for pain, menorrhagia, genital haemorrhage diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Lot number reported ( 349169) is not valid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : event added- genital haemorrhage. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 31-year-old female patient who had essure (batch no. 349169 -not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, menses irregular, gravida ii, parity 2 (one being c section), pelvic pain and menorrhagia. Previously administered products included for birth control: mirena in 2009 and ortho tri-cyclen from 2007 to 2008; for an unreported indication: amoxicillin. Past adverse reactions to the above products included drug ineffective with mirena; and urticaria with amoxicillin. Concurrent conditions included post coital bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain: pelvic") and back pain ("pain: lower back"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, back pain and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, back pain, device breakage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: dates of essure insertion: (B)(6) 2012. Insertion detail: on (B)(6) 2012, the device was in good position with 2 trailing coils on the left side. Multiple attempts were made to revisualize the right fallopian tube and were unable to do this. On (B)(6) 2012, the right fallopian tube opening was visualized and essure device was easily passed into the tubal opening and the device deployed. After deployment, the essure inserting device was removed and the area was inspected. It was noted that the device was embedded a little deeper in the fallopian tube and no coils were visualized. On (B)(6) 2018, surgical pathology report: no pathologic change. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Lot number reported ( 349169) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: update of information (batch is invalid). On 8-nov-2019: quality-safety evaluation of ptc. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a (B)(6) female patient who had essure (batch no. 349169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, menses irregular, gravida ii, parity 2 (one being c section), pelvic pain and menorrhagia. Previously administered products included for birth control: mirena in 2009 and ortho tri-cyclen from 2007 to 2008; for an unreported indication: amoxicillin. Past adverse reactions to the above products included drug ineffective with mirena; and urticaria with amoxicillin. Concurrent conditions included post coital bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain: pelvic") and back pain ("pain: lower back"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, back pain and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, back pain, device breakage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: dates of essure insertion: (B)(6) 2012, (B)(6) 2012. Insertion detail: on (B)(6) 2012, the device was in good position with 2 trailing coils on the left side. Multiple attempts were made to revisualize the right fallopian tube and were unable to do this. (B)(6) 2012, the right fallopian tube opening was visualized and essure device was easily passed into the tubal opening and the device deployed. After deployment, the essure inserting device was removed and the area was inspected. It was noted that the device was embedded a little deeper in the fallopian tube and no coils were visualized. On (B)(6) 2018, surgical pathology report: no pathologic change. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: the case was upgraded from other event to incident. The previously reported events¿ injury to herself¿ was updated to more specified events¿ device breakage, abnormal bleeding (vaginal, menorrhagia), pain: pelvic, pain: lower abdominal pain, pain: lower back pain were added. This case is medically confirmed. Reporter, demographics, medical history, historical drug, concurrent conditions, lab data, essure insertion/removal date, essure lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.